Event description:
The ge (B)(4) 2800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge (B)(4) service representative investigated the issue and found the power was reversed on the surge suppressor output. The surge suppressor pcb was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.